Event description:
Philips received a complaint by the customer on the v60 indicating that the display chassis was faulty. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display chassis was faulty. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 28aug2024, 04sep2024, and 11sep2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.